Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. A field service engineer (fse) was dispatched to address the reported event, inspected the instrument and confirmed the failures. Fse found the tip pick up z axis motor was not operating. He removed the z axis motor and home sensor. The home sensor operated as intended. The fse reinstalled the z axis motor. There was a possible loose connection to the z motor which he fixed. Fse verified operation and the system operated as intended. The probable cause of this event was a possible loose connection for tip pick up z motor. A 13-month complaint history review and service history review for similar complaints was performed for the aia-2000st serial number (B)(4) from 11jul2017 through (B)(6) 2017. The review found there were no other similar reported issues for this product. The aia-2000 operator's manual; chapter 10 - troubleshooting - error messages was reviewed and states the following: 4061 sorter tip pickup z-axis home detection failure: the aia-2000 service manual rev 3; chapter 10 - troubleshooting indicates that the 4061 sorter tip pickup z-axis home detection failure error message is generated when the home sensor failed to activate after the sorter tip pickup z-axis moved toward the home position. If retry fails, the measurement result will be flagged (mf flag). The operator is instructed to contact tosoh service center or local representatives. 6102 substrate background measurement aborted: the aia-2000 service manual, revision 3; chapter 10 indicates that the 6102 substrate background measurement aborted error message is generated when substrate background measurement is suspended due to an event that prevented its continuation. The operator is instructed to check the abortion and any other accompanying error factors.

Event description:
The customer reported receiving an error 4061 (sorter tip pickup z-axis home detection failure) and 6102 (substrate background measurement aborted). The customer tried troubleshooting by cleaning the pickup but did not see any dropped cup/tip and nothing was in the sorter drawer. The customer requested service. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting prl lhii and fsh patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.